Event description:
A customer reported a malfunction with their device, labeled as "malfunction 16." There was no adverse impact on the customer's blood glucose level due to the incident. The customer is expected to return the pump, and technical support is waiting to examine it upon receipt. A replacement pump with a new serial number has been arranged.